Event description:
A distributor of infutronix received a complaint from a patient: "the pump tubing appeared to be leaking in two places the filter and the lock connection site." Medication infused was unknown. Device operator was a patient. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (B)(6) medical co. Ltd.

Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.